Event description:
It was reported that during a lap anterior resection the surgeon was using the ecs29a circular stapler device to perform the end to end anastomosis of the colon after removing a section of the sigmoid colon. The anvil head was put in place at the proximal end of the colon and secure using a purse string suture that was created using a metal purse string device. The anvil head was attached to the retractable trocar of the device laparoscopically and closed down to a low-b of the green firing zone. Tissue was pre-compressed for at least 15 seconds before being retightened and fired. When fired, there was no audible or tactile feedback noticed from the breakaway washer of the device. Without letting go of the firing trigger, the surgeon tried to continue to squeeze the firing trigger harder to try and break the washer. However, there was still no audible or tactile feedback from the washer. The surgeon then decided to open and remove the stapler. The rotation knob was rotated 2 counter-clockwise rotations and was tried to be removed. There was some difficulty in removing the device and the surgeon had to rotate the rotation an additional counter-clockwise rotation before the device could be easily removed from the patient. Once out of the patient, the stapler was opened all the way and the donuts were inspected. Both proximal and distal donuts were complete, although the distal donut was noted to be of an abnormal shape. It was also noted that the breakaway washer had been cut through completely. Visual inspection of the staple line noted no abnormalities. An air leak test was done and results were negative. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 6/5/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Ans: surgeon updated the sales rep yesterday (22 may 2023) that the patient developed small leak at posterior of the anastomosis. This was due to patient presented with low grade fever and poor appetite. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Ans: so far patient has stabilised, treated conservatively. Additional information received: the incident date when the patient developed small leak at posterior of the anastomosis was (B)(6)2023. The surgeon then updated the sales rep regarding this incident on (B)(6)2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/6/2023. D4: batch#: 958a03. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, some nicks were noted on the returned washer. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: for removal. To safely release the device from the newly formed anastomosis, turn the adjusting knob counter-clockwise for two complete revolutions. The firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number: 958a03, and no non-conformances related to the reported complaint condition were identified.